Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the device was started. The device did not show technical events or technical faults but the operator noticed that the touch function did not work as specified and he used an other ventilator. Further investigation confirmed that a "self test touch-controller failed" entry was logged once in the error log of the interaction panel, which indicates that the touch function was not available. In this complaint case it is stated that the failure did occur during startup. There was no reported patient, user, or third-party harm. The issue is not likely to be serious to public health but has potential to cause a patient harm or a delay in patient treatment, if it were to recur. Therefore, the event has been deemed to be a reportable event. The hospital service technician did not replace any parts when he visited the hospital at 08-12-2023 because he could not reproduce the issue. The device was completely and successfully checked and then released for use on a patient. Since then there have been no further complaints about this device.

Event description:
The following was reported to hamilton medical ag: when the ventilator was started up, the touchscreen did not function. The touch controller failed the self test. The incident did not occur during ventilation. The device alarmed visually and acoustically.

Event description:
When the ventilator was started up, the touchscreen did not function. The touch controller failed the self test. The incident did not occur during ventilation. The device alarmed visually and acoustically. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the device was started. The device did not show technical events or technical faults but the operator noticed that the touch function did not work as specified and he used an other ventilator. Further investigation confirmed that a "self test touch-controller failed" entry was logged once in the error log of the interaction panel, which indicates that the touch function was not available. In this complaint case it is stated that the failure did occur during startup. There was no reported patient, user, or third-party harm. The issue is not likely to be serious to public health but has potential to cause a patient harm or a delay in patient treatment, if it were to recur. Therefore, the event has been deemed to be a reportable event. The hospital service technician did not replace any parts when he visited the hospital at (B)(6) 2023 because he could not reproduce the issue. The device was completely and successfully checked and then released for use on a patient. Since then there have been no further complaints about this device. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: when the ventilator was started up, the touchscreen did not function. The touch controller failed the self test. The incident did not occur during ventilation. The device alarmed visually and acoustically.